Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver was vibrating continuously. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and screen error alarm and firmware errors were observed. The reported event of receiver was vibrating continuously was confirmed during log review. A root cause could not be determined.